Event description:
The following has been reported: upon start up the motor runs abnormally, and the device alarms 'pump problem. A preliminary review of the logs was not performed. The device was returned for evaluation. Upon return, the device was attached to a bracket and powered on, a red pump service alarm was observed. Log files were reviewed and an air compressor failure was found at the time of failure. The device was opened to inspect for internal damage and perform testing on the pneumatic system. The pneumatic system failed during testing, indicating an air compressor failure. The tank body was inspected for damage. Cracks were identified on the positive side of the tank body. The air compressor and tank body will be replaced during repair before the device is sent to the test line for full functional testing. Reporting as a conservative measure due to the air compressor failure during investigation. No adverse effects were reported.